Event description:
A report was received that following a revision procedure the patient had a lot of swelling and bruising around the ipg. An ultrasound was performed which showed blood stained fluid around the ipg which prevented charging. The fluid was aspirated during the ultrasound. The cause of the fluid collection was presumably caused by the revision procedure.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg but with great difficulty. The patient will now undergo an ipg revision.

Event description:
A report was received that following a revision procedure the patient had a lot of swelling and bruising around the ipg. An ultrasound was performed which showed blood stained fluid around the ipg which prevented charging. The fluid was aspirated during the ultrasound. The cause of the fluid collection was presumably caused by the revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision and was able to successfully charge the ipg and was reportedly doing well following the procedure.

Event description:
A report was received that following a revision procedure the patient had a lot of swelling and bruising around the ipg. An ultrasound was performed which showed blood stained fluid around the ipg which prevented charging. The fluid was aspirated during the ultrasound. The cause of the fluid collection was presumably caused by the revision procedure.